Manufacturer narrative:
Correction: cause of blood glucose level was due to the reported malfunction.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 23.9 mmol/l. Cause was not known. Customer administered an insulin injection to resolve bg. Customer reverted to an alternate method of insulin therapy.